Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material observed clogging the device air/water nozzle could not be identified and the root cause of the issue could not be determined, as there was no deformation of the device that might result in the retention of foreign material and the it is unknown if the device reprocessing was performed in accordance to the IFU. The event can be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿. ¿inspection of the endoscope¿ ¿9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities¿. ¿inspection of the objective lens cleaning function¿ ¿inspection of the water feeding function¿ 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image¿. Reprocessing survey info: 1.) The device was cleaned, disinfected and sterilized before returning to olympus. 2.) The customer was unable to identify when the foreign material adhered to the scope. 3.) The customer was unable to identify the foreign material. 4.) The customer reports there was no delay in the start of pre-cleaning. 5.) The air/water nozzle was flushed with water and air. 6.) It is unknown if there were any abnormalities in the accessories used for reprocessing. 7.) The device air/water nozzle was wiped/brushed with clean lint-free cloths, brushes or sponges. Olympus will continue to monitor field performance for this device.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera elite gastrointestinal videoscope, having insufficient angle and dented connecting tube. Upon inspection and testing of the returned device, foreign material was found clogged in the scope nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was cleaned, disinfected, and sterilized before requesting repair. The presence of foreign material adhering to the device was not known. Pre-cleaning information: air/water nozzle was flushed with air/water. Information on manual cleaning: the accessories used for reprocessing were normal. It¿s unknow if the scope was flushed with detergent solution. It¿s unknown if the air/water nozzle was wiped/brushed with clean lint free brush/cloth/sponges. The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to wear of angle wire, bending angle in up direction does not meet the standard value, connecting tube dented, nozzle had foreign objects, due to wear of angle wire, the play of up/down knob out of the standard value, angle rubber scratched, adhesive on angle rubber chipped, adhesive on angle rubber had white-clouded area, due to clogging of nozzle, water removal ability did not meet the standard value, universal cord scratched, universal cord wrinkled, bending tube dented, and electrical contact of endoscope connector shaved, switch 1 scratched, switch 4 wear, adhesives around objective lens had white-clouded area, and connecting tube scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.